Event description:
Boston scientific received information that this right ventricular lead exhibited a high out of range impedance measurement of greater than 2500 ohms. The lead remains in service and will be monitored for now. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a recent increase in pacing impedance from 700 ohms to over 1300 ohms. The patient was referred for a revision procedure. During the procedure the pace sense portion of the rv lead was surgically abandoned and replaced. The ICD was also explanted and replaced. No adverse patient effects associated with the explant were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.